Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient has a reoccurring dislocated shoulder. Surgeon removed glenoid that was loose and implanted a new pegged glenoid and a larger thicker humeral head size 52x17. Surgeon relocated shoulder and found it to be stable.

Manufacturer narrative:
An event regarding loosening involving a reunion tsa glenoid was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for investigation. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: although it was reported that the patient experiences reoccurring dislocations, it was determined that this event is attributed to a loose glenoid. The exact cause of the glenoid loosening could not be determined because the device was not returned for investigation and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient has a reoccurring dislocated shoulder. Surgeon removed glenoid that was loose and implanted a new pegged glenoid and a larger thicker humeral head size 52x17. Surgeon relocated shoulder and found it to be stable.